Event description:
It was reported that a patient underwent a cardiac ablation procedure with a lassostar, 10p, dia 15mm loop size and the biosense webster inc, (bwi) product analysis lab (pal) observed that the catheter failed due to the tip was damaged with internal parts exposed. Initially, it was reported that after ablating l sided veins, it was noticed that the lassostar was getting stuck in the inner lumen of the balloon. It was not possible to advance the lassostar but was also difficult to withdraw the catheter. Replaced lassostar and after some initial slight difficulty in advancing, it was possible to advance appropriately. A new balloon catheter was offered; however, the physician decided to continue with existing balloon. No adverse patient consequences were reported. The issue of resistance with lumen was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the bwi pal received the device for evaluation. Visual inspection testing was performed, in accordance with bwi procedures, and the catheter failed due to the tip was damaged with internal parts exposed. The awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. (Bwi) product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection testing was performed, in accordance with bwi procedures and the catheter failed due to the tip was damaged with internal parts exposed. This could be related to excessive force during the procedure. A manufacturing record evaluation was performed for the finished device number 30621392l and no internal action related to the complaint was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following warnings and precautions; do not use excessive force to advance or withdraw the catheter if resistance is encountered. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).